Event description:
A 3.5 mm diameter x 9 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a transplanted renal vessel. The vessel morphology was not reported. It was reported that the stent dislodged at an unknown site. No further information is available from the user facility. The patient's condition is unknown.

Manufacturer narrative:
Results: other (lack of info), inherent risk of procedure (embolism- device).